Event description:
Reportedly, when an attempt was made to deliver device pacing therapy to the patient, the device displayed pacing leads off. The pt was not resuscitated. The reporter stated the patient outcome was not affected by the reported discrepancy based upon physician's assessment of patient condition.